Event description:
Reportedly, during pt use, it was noticed that although the ventilator was ventilating, the pt's chest did not rise. There was no audible alarm. The pt was manually ventilated while being transferred to another ventilator. The unit was checked and it was found that there was no leakage from the circuit. However, it was confirmed that the manometer on the ventilator did not move (below the zero line). There were no adverse pt effects reported.

Manufacturer narrative:
Though requested, pt info was not provided.